Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case, and a damaged bottom case. A 'primary audible alarm bgnd test' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. To address the issue, the software was updated. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an audible alarm background test error message. The event occurred before infusion. There was no patient involvement and no patient harm/adverse event reported.